Event description:
The account alleged that the foot hi/low column came out of the channel on the intermediate frame and came up through the sleep surface of the bed.

Manufacturer narrative:
The technician inspected the bed and found the slide block assemblies were not in the bed and the hi/low column was damaged. He stated that the motor control board was also damaged. The technician replaced the hi/low column, slide block assemblies, motor control board, and four mounting screws to repair the bed. The technician suspects that the blocks were not installed in manufacturing.